Manufacturer narrative:
The field service engineer (fse) that encountered the issue replaced the drive manifold. The fse performed a complete preventive maintenance (pm). The unit calibrated and passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use. The following was performed by the technician of the maquet failure analysis and testing (fat) department wayne, nj. The failure analysis and testing department received the following parts associated with this complaint: drive manifold. This part was received with a reported unit failure message of drive manifold tests failure. Performed visual inspection of this part received and part looks to be in good condition. Installed the drive manifold into the cardiosave test fixture and tested to the factory specifications per procedure and the cardiosave service manual. The failure analysis and testing department verified the failure of the drive manifold failing the vacuum leak diff prs. With result of 37mmhg, the factory specification is +-25mmhg and failing pressure leak diff prs. With result of -62mmhg, the factory specification is +-55mmhg. Drive manifold failed testing. Retaining drive manifold in the fat dept. As per procedure.

Event description:
N/a.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit has a drive manifold test failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.